Event description:
On 01/12: it was reported by (B)(4) ctr that a pt being treated in angio suite 2, (B)(6) hosp had allegedly shown symptoms of what appeared to be electrical shocks whenever contrast was injected. No further info has been made available.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental will be submitted.